Event description:
Major pump unit(s) involved: device thrombosis; increased serum hgbn, increased watts.specific component(s) involved: pump drive unit malfunction; thrombus.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.